Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during preparation. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance with IFU instructions. The device was used in a percutaneous coronary interventional procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during preparation. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance with the instructions for use (IFU). The device was used in a percutaneous coronary interventional (pci) procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open, and a cordis mynx syringe was returned separated from the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. A non-cordis 6f catheter sheath introducer (csi) was returned inserted on the unit. The balloon was found fully retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Because the balloon was received in a retracted state, button 2 was reset to its original configuration to allow functional evaluation. Following this reset, an inflation/deflation functional analysis was performed. The balloon inflated and deflated as expected. Upon completion of the inflation/deflation evaluation, button 2 was fully depressed and the balloon was retracted. No issues related to the reported event were observed during this evaluation. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis and there was no burst noted. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon rupture/leakage noted. Additionally, the condition of the returned device did not match the event description as it was received fully deployed and the balloon retracted while the complaint reported that the balloon burst during preparation. However, balloon prep and/or handling factors likely contributed to the issue experienced by the user. Although not intended as a mitigation, the IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.